Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm during dwell 4 of 6. The home patient (hp) had 3 bags connected and there was solution in the heater bag only. The hp cycled the homechoice power and a se 2367 alarm occurred. The patient was connected at the time of the alarm. The patient did not disconnect any time prior to the alarm. All the bags were properly spiked and connected. Patient extension lines were not being used and there were no open clamps on unused supply lines. There was nothing unusual noted about the supplies. The patient was to complete therapy with a manual exchange. The hp cleared the alarm. The homechoice device was operational. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 6 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.